Event description:
A malfunction was reported on a pump at 2:17 pm on (B)(6) 2026, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The issue was resolved through a pump reset performed by the customer, and the pump was scheduled for replacement by technical support. The customer will use the current pump as backup until the new pump, which includes updated software, is received. Technical support provided instructions for returning the faulty pump and confirmed the shipping address for the replacement.